Manufacturer narrative:
The reported event was for lead dislodgement and helix would not extend/retract. Helix would not extend and retract was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix partially extended and clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension measured within product specification. The cause of helix would not extend and retract was isolated to the helix being clogged with blood/tissue.

Event description:
The right ventricular (rv) lead was dislocated. During the replacement procedure, the helix of the rv lead could no longer extend or retract so the lead was explanted and replaced. The patient was stable. Further information was requested but not received.